Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The motor was tested outside of the device and passed. Pump received with cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.